Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was not able to have bowel movement because of the shock like waves from the scs. X-ray result confirmed migration of one lead. Reprogramming was done and the patient was not feeling stimulation in undesired areas. The physician suspected device malfunction that was believed to have caused patient's uncomfortable stinging sensation. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the impedance measurements with the associated leads were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies. (B)(4). Device evaluation indicated that the devices passed all the required tests and both leads revealed no anomalies.

Event description:
A report was received that the patient was not able to have bowel movement because of the shock like waves from the scs. X-ray result confirmed migration of one lead. Reprogramming was done and the patient was not feeling stimulation in undesired areas. The physician suspected device malfunction that was believed to have caused patient's uncomfortable stinging sensation. The patient underwent an explant procedure and was doing well postoperatively.